Manufacturer narrative:
Other relevant device(s) are: cmptr 9735225r rollingstone s7 refurb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while setting up for a case and on site to download system images, a manufacturer representative (rep) was presented with a "no signal" message on the system. The rep completed initial diagnostics and determined it was the computer. The rep bypassed the video splitter and did not have any video source signal appear on the system at boot up. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.